Event description:
Boston scientific crm received information that the pacing impedance measurements of this right ventricular (rv) defibrillation lead had gradually increased to greater than 2000 ohms. Pacing threshold measurements also increased from 1.8 v to 2.6 v. No adverse patient effects were observed. Additional information was provided that the latitude system detected a red alert due to high rv pacing impedances. Technical services (ts) discussed several troubleshooting options. The lead was later explanted and replaced.

Manufacturer narrative:
The health care practitioner planned to discuss further with the patient's physician. At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this report will be updated. At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.